Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with bleeding center lower portion of the lcd glass. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. No cracks on the lcd glass noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 136 mg/dl. Customer stated that 90 percent of the screen is damage. Customer was hit a vehicle at work. Customer was advised the pump will need to be replaced.